Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd2 unknown bag therapy (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced a break in aseptic technique, described as "did not wear a mask" and "reused equipment- minicaps." The patient experienced peritonitis, manifested by cloudy drain and abdominal pain and was hospitalized the same day. On that same date, a peritoneal effluent analysis and culture were performed, and the results are pending. On an unreported date, the patient began remedial therapy with gentamycin (8mg/liter of pd solution, loading dose and 4mg/liter of pd solution thereafter) and ciprofloxacin (500mg, twice daily, po). It was not reported whether remedial therapy was ongoing. The nurse reported that the root cause of the peritonitis was a break in aseptic technique. It was not reported whether the patient was retrained in aseptic technique. At the time of this report, the patient remained hospitalized. It was not reported whether dianeal pd2 unknown bag therapy was ongoing. The event outcome of peritonitis was ongoing and unchanged. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 unknown bag therapy. The nurse did not provide an assessment of causality for the event of break in aseptic technique.